Event description:
It was further reported that log file review revealed multiple motor starts with parameters outside of the typical range and failed motor starts. In addition, the manufacturer received product performance data. Manufacturer's analysis subsequently revealed a vad disconnect alarm due to a loss of commutation involving the controller.

Manufacturer narrative:
A supplemental report is being submitted for additional information and device evaluation. Product event summary: the pump ((B)(6)) and the controller ((B)(6)) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Visual evidence provided by the site revealed thrombus within the device. Log file analysis revealed intermittent decreases in power consumption and estimated flows since (B)(6) 2024, leading to parameters below normal operating range, and 573 low flow alarms logged since (B)(6) 2024. This was followed by a transient increase in power consumption and estimated flows on (B)(6) 2024, leading up to a gradual increase to parameters above normal operating range between (B)(6) 2024. Following a return to baseline parameters, log files revealed a sudden, sharp increase in power consumption and estimated flows to parameters above normal operating range on (B)(6) 2024 and 5 high watt alarms logged on (B)(6) 2024. Review of the alarm log file revealed a vad disconnect alarm was logged on (B)(6) 2024 at 10:05:35. An analysis of the alarm file revealed that this vad disconnect alarm was most likely a false alarm, given that the speed recorded at the onset of the alarm was higher than the set speed. This indicates that a possible loss of syn chronization of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. Log file analysis also revealed a vad stopped alarm was logged at 10:05:57 and an unsuccessful motor start event was logged at 10:08:05, indicating a failure of the pump to restart after multiple attempts. Review of the event log file revealed a motor start event recorded on (B)(6) 2023 at 13:02:22, in which the motor start parameters were atypical. As a result, the reported event was confirmed. Based on historical review of similar high-power events, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. The low flows may be attributed to thrombus at the inflow cannula which likely got ingested into the pump, further triggering high watt alarms and subsequently resulting in a vad stop and an inability of the pump to restart. The most likely root cause of the observed vad disconnect alarm can be attributed to a loss of synchronization of commutation, leading to a false vad disconnect alarm. (B)(4) is investigating controller losses of synchronization of commutation. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There is no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-aug-2023 / serial or lot#: (B)(4) d9: no h3: yes h4: mfg date: 31-aug-2022 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient had elevated lactate dehydrogenase (ldh) levels (ldh=506). Heparin and low dosages of tissue plasminogen activator (tpa) (5 mg bolus-5 mg 1 hour) were administered to the patient. During therapy, the patient's ldh climbed to 800 and their vad parameters abruptly increased to 2440 rpm. The watt grew to six, then to seven, and so on until the amount reached twenty-five watts, at which point the pump cut off. The patient was being monitored, and while using inotropes (dobutamin 7 mcgr/min and mirinor 0.7 mcgr/min), its blood pressure was normal. On the emergency transplant list, the patient is presently awaiting a transplant. The vad remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information received. Updated b5 and additional codes block. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that thrombus was confirmed and treated with tissue plasminogen activator (tpa), then the patient was heparinized. It was also noted that the patient received a heart transplant.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that after the ldh was controlled a thrombus was suspected.